Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer mother reported on daughters behalf that insulin pump had suddenly lost power during the night and experienced hyperglycemia with a blood glucose value of 23.2 mmol/l at the time of the event. The customer was treated with the insulin pump and the customer experienced symptoms, nausea, thirsty and diabetic ketoacidosis. Troubleshooting was performed and found that the auto mode feature was active at the time of the event. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 3 days. Unexpected battery power loss anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 25-nov-2022 in the pump history file. 11/18/2022 19:45:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/18/2022 19:55:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/20/2022 08:25:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/20/2022 08:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/21/2022 15:25:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/21/2022 15:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/21/2022 16:09:11.000 alarmalertnotification (40) faultnumber: changesensor1alert (777) 11/21/2022 16:19:00.000 alarmalertnotification (40) faultnumber: changesensor1alert (777) 11/21/2022 18:10:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/21/2022 18:26:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 11/21/2022 18:42:00.000 alarmalertnotification (40) faultnumber: checkconnectionalert (795) 11/21/2022 22:23:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/21/2022 22:33:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/21/2022 22:55:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 11/21/2022 23:20:00.000 alarmalertnotification (40) faultnumber: checkconnectionalert (795) 11/22/2022 04:57:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/22/2022 09:22:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 11/22/2022 10:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/22/2022 11:10:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/22/2022 11:55:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/22/2022 12:40:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/22/2022 12:56:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 11/22/2022 14:31:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/22/2022 14:47:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 11/22/2022 15:04:26.000 alarmalertnotification (40) faultnumber: changesensor3alert (789) 11/23/2022 18:51:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/23/2022 19:01:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/23/2022 20:01:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/24/2022 13:36:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 11/24/2022 23:07:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 11/24/2022 23:38:00.000 alarmalertnotification (40) faultnumber: offnopower (11) 11/24/2022 23:48:00.000 alarmalertnotification (40) faultnumber: offnopower (11) 11/25/2022 04:04:08.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 11/25/2022 09:09:59.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus 11/25/2022 09:36:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus 11/25/2022 09:56:57.000 batteryremoved (55) 11/25/2022 09:56:57.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/25/2022 09:57:16.000 batteryinserted (44) 11/25/2022 11:25:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus 11/25/2022 17:25:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/25/2022 17:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/25/2022 19:10:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/25/2022 19:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/25/2022 20:46:21.000 batteryremoved (55) 11/25/2022 20:46:21.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/25/2022 20:46:54.000 batteryinserted (44) 11/25/2022 20:53:18.000 batteryremoved (55) 11/25/2022 20:53:18.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 11/25/2022 20:53:42.000 batteryinserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert, change sensor alert, or check connection alert noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert was due to the battery in the pump is low on power. The replace battery alert/ change battery fault (73) was triggered 9.5 hours after the low battery alert. Replace battery now alarm/off no power was due to battery power depleted. Batt out limit was due to battery removed for more than 10 minutes pump. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lost sensor alert not confirmed. Change sensor alert not confirmed. Check connection alert not confirmed. Low battery alert not confirmed. Change battery fault not confirmed. Off no power not confirmed. Batt out limit not confirmed. No delivery not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Unexpected battery power loss anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Caller did not allege diabetic ketoacidosis. Caller did not continue troubleshooting.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in section h6 (health effect - clinical code): 2364 with initial report was not required.